Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited frequent high-pressure alarms. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Review of the event history log revealed that a high-pressure alarm was recorded multiple times. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to a possible defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.